Event description:
It was reported that a pt underwent an off pump coronary artery bypass grafting (opcabg) procedure on (B)(6)2010 and suture was used. During the procedure, the surgeon stated that the swage of the needle was bulky. The pt experienced needle hole bleeding from anastomosis of the left internal mammary artery (lima) to the left anterior descending (lad) and no medical intervention was indicated. The pt did not experience extensive blood loss. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch zap756, mfg date: 01/01/2007, exp date: 01/31/2012. Batch zce256, mfg date: 03/01/2007, exp date: 01/31/2012. Batch zcp186, mfg date: 03/01/2007, exp date: 01/31/2012. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.